Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he was hospitalized with a high blood glucose reading of 700 mg/dl on (B)(6) 2011. The customer stated that he had been experiencing high blood glucose levels for (B)(6). The customer was also hospitalized on (B)(6) 2011 with a low blood glucose reading of 31 mg/dl. The paramedics treated the customer with a glucagon injection. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer was unable to conduct the high pressure test. The customer stated he has lost confidence in the insulin pump, and requested a replacement. Nothing further was reported.